Event description:
Staff reported the laparoscopic tissue sealer repeatedly gave error message during the procedure. Eventually the device was removed, and a new instrument was obtained to finish the procedure.